Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. After turning the device off, the device delayed to power back up again. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on a diode on the main board. Analysis of reports of this type has not identified an increase in trend.